Event description:
It was reported that the control-iq algorithm suspended basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was a value displayed as "low," and the meter bg reading was 288 mg/dl. There was no reported impact to customer's blood glucose level as a result of the suspended basal delivery. System check with tandem technical support did not identify any additional issues with the pump or related supplies. No additional patient or event information was available.

Manufacturer narrative:
The pump was not returned to tandem diabetes care; therefore, a device evaluation was unable to be performed. Control-iq technology relies on current cgm sensor readings and will not be able to accurately predict bg levels and adjust insulin delivery if for any reason the cgm is not functioning properly. Dexcom performed an evaluation of cgm sensor/transmitter data and provided the following: data investigation shows cgm read 55 mg/dl (3.1 mmol/l) at 11:40 am on (B)(6) 2024 and fs read 160 mg/dl (8.9 mmol/l) at 11:41 am on (B)(6) 2024. Inaccuracy is 65.17% with a point difference of 104 (5.8). The complaint of inaccurate readings was confirmed. The probable cause could not be determined post investigation. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.